Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 1300 mcg/ml at 325 mcg/day via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient had meningitis so the pump was explanted. There were no reported environmental, external or patient factors that may have led or contributed to the issue. Troubleshooting/diagnostics included csf (cerebral spinal fluid) was aspirated through the catheter access port which confirmed the infection. Interventions/actions taken were explant. It was unknown if the issue was resolved at the time of the report. The patient status was reported as alive, with injury. The patient had meningitis related to recent vp shunt implant. The reporter was unsure of the patient status at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.